Manufacturer narrative:
The complaint device was returned for evaluation. Initial visual inspection found the case was damaged and the watermark was compromised. Device evaluation identified that the case was damaged and the battery terminals were corroded and damaged. The case (with led flex, overlays, battery contacts), ECG alignment plug, ECG only side port plug cover, back cover and battery door were replaced. The circuit boards were inspected, the spo2 sample rate was set to continuous, the device was set to factory default, the case was checked for damage, the device was cleaned, and it was tested on a simulator. The root cause for the reported event was determined to be that the battery contacts were corroded due to coming into contact with fluid. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, there was case damage and the device overheated. There was no report of patient harm. No additional information is available.